Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 126 mg/dl, compared with the sensor glucose reading of 60 mg/dl. The customer also reported blood at the insertion site and blood inside the cannula. The customer reported having bent cannulas on previous sensors. The items were replaced and asked to be returned, however nothing was returned.